Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the customer experienced fluctuating blood glucose (bg) levels of 43 (mg/dl) to over 600 (mg/dl) with trace ketones. The cause of the fluctuating bg levels was unknown. A bolus via the pump was delivered to address elevated bg level and carbohydrates were consumed to address low bg level. Reportedly, the ketone level was resolved after addressing elevated bg level. A recommendation was made for the customer to discuss fluctuating bg levels with a healthcare provider.